Event description:
During the coronary artery bypass graft surgery, the punch tore the aorta. The surgeon deployed the seal but the field was not hemostatic. A side biter clamp was used to complete the procedure and repair the tear. No additional patient complications were reported.